Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection of the returned cycler was performed and found no discrepancies. Functional display test failed. The screen was blank upon powering on the cycler. During internal inspection it was found that transformer (t1) on the ¿inverter board¿ had an internal short which caused a blank display. A known working inverter board was installed and the display functioned as intended. Removed functioning inverter board from the display at the completion of the investigation. An internal visual inspection of the returned cycler was performed and found no discrepancies. A review of the device history record (DHR) revealed an issue related to the reported symptom code. Pump upgrade: per failure analysis problem report p/n 510339 rev. D inverter board replaced front panel is working correctly 7/7/22. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A contact of a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler has a blank screen. The screen was blank during step 7 of setup. Contacts rebooted cycler, ok and stop keys lit up but the screen remained blank. The fresenius technical support representative issued a replacement cycler and advised to discontinue using the cycler. Patient will perform alternate treatment. Advised to contact peritoneal dialysis nurse to inform of replacement. At least one full treatment has been completed with this cycler there was no patient involvement or adverse event indicated. Upon follow up, it was confirmed that the patient was able to complete treatment manually on the day of the reported event. Cycler replaced.

Event description:
A patient contact of a peritoneal dialysis (pd) patient reported that a cycler has a blank screen. The screen was blank during step 7 of setup. The contact rebooted the cycler. The ok and stop keys lit up but the screen remained blank. The technical support representative issued a replacement cycler and advised the contact to discontinue using the cycler. The patient will perform alternate treatment. Advised the patient contact to inform the patient's pd nurse of the replacement. There was no patient involvement or adverse event indicated. Upon follow up, it was confirmed that the patient was able to complete treatment manually on the day of the reported event. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the inverter board was identified.

Manufacturer narrative:
Correction: b.5.